Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, priming and excessive no delivery tests. The insulin pump was received with broken reservoir tube lip. The test reservoir fits and removes properly in the reservoir compartment. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call low blood glucose levels and damage on the insulin pump. Customer's blood glucose level went as low as 35 mg/dl. Customer advised they were at the doctor's office and the insulin pump was dysfunctional. Customer's doctor advised the patient to treat themselves with an insulin pen as a result of being visually impaired. Customer advised the reservoir would show less insulin that what would be displayed on the status screen. Customer performed the displacement test and failed. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.